Event description:
Procedure performed: total abdominal hysterectomy. Event description: per surgeon, handpiece was activated on uterine artery and seal cycle was completed as normal. After transecting, the blade lever was released and handle could not unlatch. Surgeon cut the tissue around jaws in order to remove the device. A new device was opened to complete the case. No patient harm occurred. It is unknown how long the device had been used before the issue was observed. Product is available for return. Type of intervention: surgeon cut the tissue around jaws in order to remove the device. Patient status: no patient harm occurred.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: total abdominal hysterectomy. Event description: per surgeon, handpiece was activated on uterine artery and seal cycle was completed as normal. After transecting, the blade lever was released and handle could not unlatch. Surgeon cut the tissue around jaws in order to remove the device. A new device was opened to complete the case. No patient harm occurred. It is unknown how long the device had been used before the issue was observed. Product is available for return. Type of intervention: surgeon cut the tissue around jaws in order to remove the device. Patient status: no patient harm occurred.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing confirmed the complainant¿s experience of the jaws not opening. Upon closer inspection, the pawl spring, a component used to latch and unlatch the handle, did not meet specifications. Based on the condition of the returned unit and the description of the event, the reported event was due to a nonconforming pawl spring. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Corrections made to section b1 updating to "adverse event"; b2, adding "required intervention to prevent permanent impairment/damage (devices)"; and h1, updated to "serious injury."